Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient needed an MRI because they were concerned that the leads might have moved. The issue began over three months prior to the report. The patient had been working with the hcp for about four months to figure out what was going on. The hcp put the patient under a 3.5 microscopic film over three months ago, and the hcp did not think the leads moved; it didn¿t appear to have moved. Something was still wrong but that was why he wanted to the do the MRI, so the hcp ordered the MRI. The patient could feel a dig. She was walking one day and then just had more painful muscle spasms when stimulation was on, the patient was having more shooting pain in different areas. Up her neck there was more shooting pan, in her back, and in the front. They turned the stimulation off and since then there was just more of a dig and it didn¿t feel right. This came on suddenly. There were no falls or traumas; the patient was just walking up a slight hill for two blocks. The manufacturer representative noted that the patient had the MRI conditional system and they wanted to do a scan of the thoracic spine. It was asked for the patient to connect with the patient programmer to verify eligibility, but the patient needed to replace the programmer batteries and couldn¿t verify at the time of the report. It was later reported that the patient was experiencing pain after the MRI the week prior, and the patient was wondering if the pain was due to having the MRI. The patient had the MRI to see if the leads had moved. Before the MRI, the patient put the programmer in MRI mode and then called the manufacturer representative to make sure it was correct and they said it was. Since then, the patient had additional pain. The patient started to increase her activity about six months after implant, walking and swimming. One day, about six months after implant, the patient remembered walking up a hill and all of a sudden started having pain, muscles racing, and the patient felt something digging in the upper back, shooting up pain in the arm and neck. The patient wanted to know if it was normal to have extreme pain after the MRI, the patient had to use ice packs near the leads. The MRI technician told the patient that they should see the hcp in 24 hours to make sure the leads did not move. The patient noted not being able to turn on the implantable neurostimulator (ins) because, the patient was feeling more pain. The patient was calling after the report to get results of the MRI. Information regarding if migration was confirmed and patient outcome have been requested. If additional information is received, a follow-up report will be sent.